Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the safe lock adapter luer lock connector between the pd catheter and baxter bag. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event occurred at the end of treatment. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the adapter is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual sample device was returned to the manufacturer for physical evaluation. The sample was visually inspected and found to be acceptable. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock adapters shipped to this account within the selected time frame. In addition, the sample was tested in the cycler machine and no issues or leaks were detected. During the evaluation of the actual sample, the alleged failure stated in the complaint was not confirmed. The device history records (DHR) of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found.